Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump had a message that is stopped delivering insulin. Blood glucose level at the time of the incident was 288 mg/dl. The caller also reported that the customer had a blood glucose level of 54 mg/dl, due to bolusing too much. The caller reported that the device went into threshold suspend, but they were unable to hear the beep. The insulin pump passed the self test. The insulin pump was not replaced or returned for analysis.